Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result from a patient sample processed on a vitros 5600 integrated system. Patient vitros tropi es result 0.127 ng/ml versus expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected vitros tropi es patient sample result was reported from the laboratory; however, ortho was not made of any allegations of patient harm as a result of this event. (B)(4).